Event description:
Philips received a complaint reporting the oxygen (o2) tube on the v60 ventilator was deteriorated. The device was not in clinical use. The issue was identified during a preventative maintenance (pm) evaluation. There was no report of harm to a patient. A philips authorized service provider (asp) evaluated the tubing and confirmed the expiration date of the tube had been exceeded. The v60 user manual warns the users against the use of worn oxygen hoses. The investigation is ongoing.

Manufacturer narrative:
The philips authorized service provider replaced the oxygen hose and performed functional and internal testing with positive results. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.